Event description:
Same case as 2134265-2012-08438 and 2134265-2012-08324. It was reported that during an intravascular ultrasound diagnosis (ivus) procedure, catheter pull back difficulties occurred. Access was obtained through the femoral artery. The target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery. The physician placed an atlantis sr pro diagnostic catheter in the lesion and then attempted pullback, but the motordrive unit did not retract the catheter. The procedure was completed with a new motordrive unit and the initial atlantis sr pro diagnostic catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2012-08438 and 2134265-2012-08324. It was reported that during an intravascular ultrasound diagnosis (ivus) procedure, catheter pull back difficulties occurred. Access was obtained through the femoral artery. The target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery. The physician placed an atlantis sr pro diagnostic catheter in the lesion and then attempted pullback, but the motordrive unit did not retract the catheter. The procedure was completed with a new motordrive unit and the initial atlantis sr pro diagnostic catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluation: the unit was received in good condition with no visible damage or defects observed. During functional testing the device met specifications and the reported pullback problem could not be reproduced. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).